Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined that the information provided on this form was previously submitted under manufacturing report number 0001822565-2018-01778. Implant date - (B)(6) 2015. Concomitant medical products: 00596405012, articular surface size gh 10 mm, 62787610 unknown, unknown femoral component, unknown. Report source, foreign - the event occurred in ireland complaint sample was evaluated, and the reported event was confirmed. A tibial component was returned for evaluation. Visual evaluation shows minor debris on the inferior side near the posterior edges of the tibial component. Signs of wear (nicks and gouges) were found on the superior side of the tibial component. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the package insert, loosening is one of the adverse effects of the tka procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cemented right tibial component was removed and replaced due to loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.